Event description:
Attempting to change foley catheter size 18 fr - 5cc. Only able to withdraw 2 cc of fluid from balloon with syringe attached to balloon port in the usual fashion. Several attempts to withdraw all 5cc made without sucess. Urologist called in who was also unable to withdraw fluid from balloon. He decided to instill enough fluid into balloon so that it would burst within the bladder ( so that catheter could be removed). He did this and even after balloon was burst had to manipulate foley to remove it. Urologist inserted another foley and left. There was some bleeding at that time. About one hour later the resident developed a 104 degree rectal temperature and gu bleeding. Sent to hospital with diagnosis of urethral sepsis. Required IV therapy, antibiotics, and continous bladder irrigation. Urologist told patient's wife he had been dealing with a defective catheter.no permanent impairment of a body functon resulted from this incident. Our facility routinely uses the imex foley catheters without difficulty. We continue to use them in the hospital and nursing home with fully satisfactory performance. (We have used 76 in the last six months.) This appears to have been an isolated incidentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.